Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. Power led's turned off by vibration such as button operations. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (light emitting diode) led indicator faulty. Green and orange power led's turn off due to a bad connection. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.